Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. The shaft tip is cracked at the centerline of the pivot pin, on both sides. The location and amount of force required in order to induce fracture of the shaft is consistent with overload. Additionally, the edges of the jaw tips are deformed, consistent with excessive force. The above observations are consistent with overload.

Event description:
It was reported that an upbiting pituitary¿s tip was broken while retrieving a broken fragment during a minimally invasive discectomy. The patient was x-ray'd and no pieces were remaining in the patient. No patient complications were reported.